Event description:
A report was received that the patient developed infection at the lead site with symptoms of fever, chills, sore throat and discharge. The patient was prescribed antibiotics. The physician believed the infection was procedure related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.